Event description:
It was reported that the patient was symptomatic with shortness of breath after the device triggered elective replacement indicator (eri). The device mode was reprogrammed and was scheduled for change out. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.